Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the tip of the subject guidewire was broken. The broken tip was located and removed from the patient's anatomy. No additional information available.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was found to be broken/fractured 208 cm from the proximal end. The core wire and platinum wire were found to be visibly broken inside the nitinol tubing. The hydrophilic coating was hydrated and there were no anomalies noted. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use, the device was prepared as per the dfu, continuous flush was maintained throughout the procedure, a non-stryker microcatheter (0.89mm ID) was used in the procedure, the patient's anatomy was not tortuous, and there were no other difficulties encountered during the procedure that may have contributed to the reported issue. During analysis, the guidewire was found to be broken/fractured from the proximal end. The distal segment was not returned. The core wire and platinum wire were found to be visibly broken inside the nitinol tubing. Although the reported 'un-retrieved device fragments' could not be confirmed, the analysis results are consistent with the reported event. Based on analysis of the returned device, it is possible that the guidewire may have encountered some tension or torsion forces during use that caused the device to fracture. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use' and the as reported 'un-retrieved device fragments' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure, the tip of the subject guidewire was broken. The broken tip was located and removed from the patient's anatomy. No additional information available.